Event description:
On july 28, 2025, after PICC catheter maintenance, a new needle-free closed infusion needle with a partition membrane was replaced, and liquid leaked from the interface gap. This resulted in a waste of 10 ml of medication. The patient was given a clear explanation, and the connector was replaced again.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.